Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds and loss of capture (loc). Technical services (ts) reviewed and found that there was no evidence of loc on the presenting strip, but when testing the thresholds and vectors there was no evidence of capture potentially due to lead dislodgment or movement. Programming was changed and ts recommended potentially performing an xray to confirm lead placement. This lv lead remains in service. No adverse patient effects were reported.